Event description:
The customer's medwatch form stated that the ligasure device was being used when the jaws locked. The surgeon and resident attempted to remove it by opening and closing the handle but failed. Laparoscopic scissors with cautery were then used to cut the pt's tissue freeing the ligasure. The ligasure was sequestered and not utilized for the remainder of the case.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.